Event description:
The issue reported was that the t:slim x2 pump battery would not charge. The customer's blood glucose level was at 115 mg/dl, which was within the normal range. To resolve the issue, the customer used a different wall adapter, which successfully charged the pump, and was informed that only recommended charging supplies should be used to avoid such issues. A replacement tandem wall adapter was sent to the customer for future use.